Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 15x3.5 mm balloon ruptured at six atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the mid right coronary artery. The physician used a terumo introducer sheath for vascular access, a terumo guide catheter and a 6 fr bmw guide wire to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "good".